Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse.

Event description:
It made a film on the back of my throat-almost to where it choked me (a really thick film) [choking]. It made a film on the back of my throat [pharynx discomfort]. I can't swallow [unable to swallow]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced choking (serious criteria gsk medically significant), pharynx discomfort and unable to swallow. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the choking, pharynx discomfort and unable to swallow were unknown. The reporter considered the choking and pharynx discomfort to be related to biotene original oral rinse (savannah). It was unknown if the reporter considered the unable to swallow to be related to biotene original oral rinse (savannah). Additional information: adverse event information was received on 18 september 2017. Consumer stated," biotene original oral rinse savannah, I do not like it at all. It made a film on the back of my throat-almost to where it choked me (a really thick film). I have not been using it for not even a month. I cannot swallow. I have been fighting to get it out of my mouth for 2 days now".